Event description:
It was reported that the patient received a vibratory alert for an out of range lead impedance while she was eating. The atrial lead exhibited a low impedance of 104 ohms. All other measurements were stable and in range. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.